Manufacturer narrative:
The product identified for this event has not been cleared in the us, but is similar to the e-luminexx vascular stent products that are cleared in the us. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article review: early clinical experience with combined stent placement in treating iliofemoral chronic total occlusion (cto) causing postthrombotic syndrome was assessed in 81 patients from january 2013 to december 2014. Wallstents (boston scientific) and self-expanding stents (e-luminexx) were overlapped by at least 2 cm and placed to cover the entire lesion. During follow-up (at 1, 3, 6, and 12 months and then annually), restenosis of treated lesions occurred in 15 patients: 3 patients were treated with graduated compression stockings; 3 patients were treated with pharmacomechanical thrombolysis; 5 patients were treated with angioplasty; 2 patients were treated with stent placement; and 2 patients had an unsuccessful procedure. Ruihua, w., xin, w., guang, l., kaichuang, y., jinbao, q., minyi, y., & xinwu, l. (2017). Technique and clinical outcomes of combined stent placement for postthrombotic chronic total occlusions of the iliofemoral veins. Journal of vascular and interventional radiology, 28 (3), 373-379. Dx.doi.org/10.1016/j.jvir.2016.11.003. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.[(B)(4)].

Event description:
It was reported in the journal of vascular and interventional radiology, an article titled, ¿technique and clinical outcomes of combined stent placement for postthrombotic chronic total occlusions of the iliofemoral veins', that sometime post stent placement, stent occlusion was identified. Reportedly, treatment with pharmacomechanical thrombolysis, angioplasty and stent placement was successful.